Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. The consumer was unable to scratch off the oral-b logo on the brushhead-a test for counterfeit product if logo scratches off.

Event description:
Bottom of dual clean brushhead fell off (device breakage). No adverse effect (no adverse event). Case description: a consumer reported while using a oral-b professional care 8000 series electric toothbrush type 3728 with an oral-b dual clean brushhead when the bottom of the brushhead fell off. The case outcome was no symptoms. No further information was provided.